Manufacturer narrative:
The device will not be returned to the manufacturer for further evaluation. No additional information is known at this time.

Event description:
It was reported that once a secondary potassium (unknown concentration) piggyback infusion was added at a faster rate than the 0.3ml/hr for which the primary insulin (unknown concentration) was programmed to infuse, the patient became symptomatically hypoglycemic with a blood sugar of 44mg/dl. The secondary (potassium) line was immediately discontinued; however, the primary (insulin) continued to infuse at 0.3 ml/hr. The plum 360 was not removed from the patient and infusion therapy was reported to continue with only the primary insulin infusate being used. The patient was treated with 1 amp of dextrose before her blood sugar levels increased to 158 mg/dl. The clinician reported that the next day the patient had no additional hypoglycemic symptoms. There was no additional harm to the patient reported. No additional information is known at this time.